Manufacturer narrative:
(B)(4). If further information is available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): failure mode could not be confirmed since samples were not received for evaluation. A review of the internal manufacturing device record for the reported lot number was performed and it was confirmed that procedural and functional requirements needed for its release were met. No issues related to equipment/machine were found during the investigation. It is not considered equipment/machine to be related to failure mode reported. Most probable root cause could not be determined since no issues were found during the investigation that could relate personnel, method or material to the reported failure mode, and since no samples were received for evaluation.

Event description:
Difficulty in triggering temno and needed to use both hands to finish the procedure. Physician reported that due to this difficulty, causing the piercing a patient's lung requiring the need to drain. The patient is now well.